Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the main board, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. Email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited a 45636 error code and was alarming. The battery door was open and closed and the pump button pressed but the device then displayed a 45639 error code and continued to alarm. The patient could not get the error code and alarm to clear. The device was powered off. Per the reporter, there were no patient adverse effects.